Event description:
It was reported: revision cup was used for primary case due to size of acetabulum. Upon revision, surgeon found no boney in growth and a "snotty" gray film at the bone interface. Histology report stated a "foreign body reaction". Two days after event, agent reported: primary surgeon insists that the part should be included in the recall list and treated as such; however, assisting surgeon, who has done many recall revisions, privately feels that this was not the same as the recall revisions he has done.